Event description:
Pt reported pain when inserting the infusion set cannula. Pt stated there was an increase in blood glucose levels after approx 2 days of insertion. Pt reported when removing the infusion set, the infusion set cannula was kinked and bent over to the side. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated the issue was noticed sometimes straight away and sometimes longer. Pt reported the issue first occurred in (B)(6) 2010 and has occurred with almost every change of the infusion set cannula. Pt no longer has the alleged infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.